Manufacturer narrative:
Concomitant medical products: 5076-52 lead and 6947m62 lead implanted (B)(6) 2016. Additional products: heartware ventricular assist system - controller 2.0: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial or lot#: (B)(4); UDI #: (B)(4); device evaluated: no, device evaluation anticipated, but not yet begun; mfg date: 26-may-2020; labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic and was feeling well, however, review of logfiles revealed above normal power consumption and their lactate dehydrogenase(ld) was a little bumped. It was also reported that the ventricular assist device (vad) exhibited low flow alarms and there was unexpected power loss to the controller. The vad and controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. Review of the controller log files revealed consistent increases in power consumption leading to parameters above the normal operating range within the analyzed period. Three (3) low flow alarms were logged on 28-sep-2022. In addition, review of the event log file revealed one (1) controller power-up event with an associated pump start event was logged on 30-sep-2022 at 14:44:53. The data point prior to the loss of power revealed that a (B)(6) was connected to power port one (1) with 54% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 92% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for fifteen (15) seconds. As a result, the reported events were confirmed. Information provided by the site indicated that the patient was seen in the clinic and was feeling well, however, their lactate dehydrogenase was a little bumped. Based on the available information, the device may have caused or contributed to the reported event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including, but not limited to, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hemolysis is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: (B)(6) - controller 2.0 h6: FDA device code(s): a0708 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.